Event description:
A customer contacted haemonetics on (B)(4) 2013 to report an orthopat device with the description of "back panel display has separated". No pt/operator injury reported. On eval of the device on (B)(4) 2013, it was noted that there was fluid ingress into the device. The complaint was then elevated to a higher level review.

Manufacturer narrative:
The device was returned and evaluated. The eval was raised to a higher level review for fluid ingress. Electrical components damaged due to ingress were power supply, driver board, and controller pcb. There was no evidence of smoke, fire, electrical arcing, or burning smell noted. The device was scrapped due to the device age and extent of repairs that needed to be completed. (B)(4).